Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The technical service report is attached (see comm log), and indicates: device inspection: no evidences of tampering or third party repair attempt. Functional inspection: customer complaint verified, spark sound can be heard, and smoky smell can be noted upon activation, blown capacitor (c12) on power board is the source of the electric spark sound and smoke smell. Due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Due to the nature of the reported event, the material analysis was deemed unnecessary and therefore not performed. Root cause for failure is blown capacitor (c12) on power board. Failure of capacitor (c12) caused the reported failure incidence. Failure of capacitor (c12) on power board. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire; isolation power supply failure; use error: console is sterilized or disinfected; use error: console cleaned with incompatible products.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.